Event description:
About 4 years after primary opertion, loosening was found to be proceeded and led to revisional operation on this may. During revisional operation, too much wear was found and partly cracked on the cup.